Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. It was described that a patient suffered cardiac arrest on an mr mobile patient table. The cardiac arrest occurred before the patient was taken into the magnet room and before the patient could be scanned. Therefore, the issue was not caused by the mr system. The spine 32 mr coil 3t (material number: 10496545, serial number: (B)(4) was returned as a complaint part to investigate if it had been damaged during defibrillation. The coil was inspected and it was found that the elements s43 and s44 and several pin diode voltages were out of specification. Furthermore, two quick clamps were broken. This was most likely caused by defibrillation of the patient on the mr mobile table. The decision how to treat a patient during cardiac arrest on a mr mobile table must be made by the present physician and should not depend on coils being possibly damaged. Therefore, there is no indication of a system malfunction.

Manufacturer narrative:
Exemption number e2017014 is submitting the report on behalf of siemens (B)(4) (manufacturer). Additional information about the patient health status was requested, however, it has not yet been provided. The system was checked by siemens local service and found to be within specifications. This report was submitted june 30, 2017.

Event description:
It was reported that during an MRI scan on the magnetom skyra system the patient coded. The patient had to be defibrillated on the scanner bed. The cause of the patient's cardiac arrest is unknown.